Manufacturer narrative:
The implant was removed due to poor positioning, allegedly due to a failure of the surgical guide. Dentsply sirona implants is not the legal manufacturer of the guide.

Event description:
It was reported that a patient experienced a dental implant loss due to poor positioning.